Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal did not load properly. When they would remove the delivery device from the loading device, the seal would remain inside the loading device. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.